Manufacturer narrative:
It was reported that the back section allegedly snapped during a shoulder case. Stryker is making attempts to gather more information about the complaint, but has not been able to as of the date of this filing. If stryker is able to investigate the complaint, we will find a supplemental with the additional information obtained. There was no injury or adverse consequence reported. Unable to obtain approval from customer.

Event description:
It was reported that the back section allegedly snapped during a shoulder case. There was no injury or adverse consequence reported.

Manufacturer narrative:
It was determined during the adverse event investigation by a stryker field service technician, that the complaint was against an OEM accessory (beach chair attachment) which is neither produced nor distributed by stryker. Attachments which are not tested by stryker may not be used with the operon table.

Event description:
It was reported that the back section allegedly snapped during a shoulder case. There was no injury or adverse consequence reported.